Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part number: 03.037.010, lot number: 82p2781, manufacturing site: haegendorf, release to warehouse date: january 14, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the connecscr f/insertion handle (part# 03.037.010, lot# 82p2781) was returned and received at us customer quality (cq). Upon visual inspection of the complaint device showed no issues. Functional test: a functional assessment was not able to perform on the complaint device since relevant mating device was not received. Can the complaint be replicated with the returned device(s)? Unable to perform dimensional inspection: specified dimensions: shaft diameter measured dimensions: shaft diameter = conforming device used - calipers document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed connecting screw with self retaining no design issues or discrepancies were identified. Complaint confirmed? No investigation conclusion: this complaint could not be confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The image(s) was reviewed, and the complaint condition could not be confirmed from the photo due to photo quality and size. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.037.010. Lot number: 82p2781. Manufacturing site: haegendorf. Release to warehouse date: 14 january 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a procedure. During the procedure, it was noticed that there is a problem to remove the insertion handle of the nail tfna and anti-rotation screw blocks the cephalic screw. It was unknown if the procedure completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1); unknown screws (part# unknown, lot# unknown, quantity 1); unknown insertion handle (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for (1) cannulated connecting screw. This report is 3 of 3 for (B)(4).